Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the blade was not found to be loose. Additional investigation found the instrument to have mechanical indentation damage to the blade. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transaction. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's head was loosening. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Correction: the complaint was not confirmed by failure analysis team based on the failure analysis investigation of the returned harmonic ace instrument.

Event description:
Refer to h10/h11 for follow-up information.